Event description:
Boston scientific received information that this device and competitor right ventricular (rv) defibrillation lead was exhibiting electrogram noise associated with oversensing and delivery of inappropriate shock therapy. Additional troubleshooting identified on issue on the competitor rv lead's ring conduction pathway (pacing impedance on pacing coil to ring was high and variable). The physician planned to replace the device (less than one year of longevity remaining) and surgically cap the competitor's rv pace/sense terminal pin. There was an existing rv pace/sense lead that had been previously capped when the patient was upgraded from a pacemaker to a defibrillator. The rv pacing thresholds on this lead was 1.1 mv and the rv pacing threshold was 500 ohms. Since there had been no prior reported lead issues, the physician planned to utilize this lead as the rv pace/sense. The device was explanted because of concern that the number of inappropriate shock therapies had depleted the battery and the physician wanted to avoid an additional invasive procedure. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. The field observations of noise, oversensing, and high rv impedance measurements were noted and attributed to the lead fracture. A review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.